Event description:
It was reported that intermittent audio output occurred. The patient stated sometimes she heard alerts and sometimes did not for a low threshold of 5.5 mmol/l. She felt dizzy and confused. She stated that she is very hypo-unaware and had a hypoglycemic event while at home and felt like she might have a seizure. She notified her partner who gave her glycogel. She recovered without any seizure activity having occurred and had no further issues after the event. She stated that her glucose level may have dropped to 4.1 mmol/l or lower but doesn¿t know how low it dropped. A review of performance data shows that the patient's always sound feature was enabled at the time of the event and her low alert was set to 5.6 mmol/l. Although the patient's estimated glucose values were not found to have exceeded the low alert threshold during the alleged time of incident, performance data shows that at 11:08 am on (B)(6) 2022, the patient's egvs reached the low alert threshold and she received a visual low alert with an egv of 5.6 mmol/l. Five minutes later, the patient received a second low alert, this time at half volume, with an egv of 5.1 mmol/l. This alert was acknowledged immediately. The reported complaint was not confirmed as data investigation shows the system performed as intended and the patient received all intended alerts including audio alerts. As the complaint could not be confirmed, the probable cause of the reported event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.